Manufacturer narrative:
Device was received by abiomed (manufacturer) on 19-dec-2023. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella rp 0.027 guidewire appeared kinked. The impella was able to be successfully placed. There was no patient harm. The team is monitoring and trending the motor current levels.

Manufacturer narrative:
The investigation for the reported product damage has been completed. The product was returned and the guidewire was kinked on the end. Data logs review was not relevant to the investigation for the product damage. Based on the clinical details provided, the root cause of the product damage is most likely due to use, as the guidewire appeared kinked as the insertion pulled it out of the pulmonary artery (pa) twice. D4-corrected model number. Added- d6a/d6b. D9-corrected to yes. F6/f8-should have been left blank.